Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Due to blank screen a review of the event history log was unable to be performed. Functional testing was performed. Upon review the reported problem was confirmed. It was determined that an incomplete upload process by the customer was the root cause. The software was reinstalled from base to head with version v1.65.

Event description:
It was determined that device needs new eprom chip. There was unknown patient involvement.